Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic low anterior resection, the patient was brought in for post-op leak. There would be an additional operation to be performed to correct the issue. It was also reported that the patient has undergone chemotherapy or radiation treatments. Another surgeon had a leak post-op as well. The event lead to or extend patient hospitalization.